Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited pacing inhibition that lead to a syncopal episode. The patient had bumped their head and required approximately twenty stitches. Subsequently, this patient underwent a revision procedure and the right ventricular (rv) lead was surgically capped and abandoned and the pacemaker was explanted. No further complications have been reported.